Event description:
It was reported that the device failed to measure the impedance and was explanted the next day after the implantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Upon receipt, the pacemaker was interrogated. An interrogation of the device was properly feasible. The pacemakers memory content was inspected, showing that the battery was fully charged. The data further showed, that the device was re-initialization on may 30, 2024. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions proved it be fully functional. Next, the impedance measurement functions of the device were tested with a clinical programmer. Thereby, the clinical observation could be confirmed. The impedance measurement was not successful. Therefore, the execution of the impedance measurement function was extensively analyzed, including inspection of the measurement pulses as well as the timing of the pulses. During this analysis, the root cause was narrowed down to a damage of an integrated circuit of the electronic module. Analysis of the device showed, that this damage, however, had no effect on the capability of the device to deliver anti-bradycardia therapy.